Event description:
Procedure type: lobectomy. According to the reporter: customer states that surgeon grasped interlobar tissue and tried to fire idrive with a purple reload, but the device would not be fired at all. The battery had been fully charged, however blue lighting was seen when it was set on the handle.

Manufacturer narrative:
(B)(4).